Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reviewed medical records received on (B)(6) 2018. Records indicate patient, who had a primary attune left total knee replacement, presented with increasing severe left knee pain, requiring the use of a cane, with evidence of aseptic tibial loosening and medial tibial collapse. Revision operative record stated tibial base plate was grossly loose, "able to be elevated simply with an osteotome and removed". There was a significant amount of bone loss medially of the proximal tibia. Stated that the femur component was well-fixed with "some mild bone loss around the edges". Only the tibia base plate and tibia insert were revised. Depuy bone cement was utilized in primary. Doi: (B)(6) 2014; dor: (B)(6) 2018; (left knee).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.